Event description:
During a procedure, a 5french tempo pigtail catheter was inserted over a guidewire into the patient's aorta in order to assess position inside the stent graft, but when the catheter was maneuvered, resistance was felt, and about 20cm of the distal end of the catheter broke/separated into two pieces. The piece that remained in the patient was removed by using a loop snare via contra-lateral access. A second 4french temp pigtail was utilized, but the catheter kinked. The second catheter was removed without any adverse event. The physician involved in the event indicated that he "was almost certain that the catheter was located between the vessel wall and the stent and that is why he felt this resistance." Additionally, the physician also indicated that the "catheter was inside the stent graft and that the catheter broke because of a tortuous iliac." The catheter retrieval delayed the case for 30 minutes, however there was no reported injury with the event.